Event description:
Per the clinic, the patient experienced abnormal sound distortion along with a loose abutment. Subsequently, the device was explanted under general anesthesia on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report.